Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not starting up. Upon troubleshooting, fse found that there were no output from the power supply and confirmed the defective dcps. To resolve this issue, fse replaced the power supply. The defective power supply was returned to philips for analysis and confirmed the power supply issue as the leds were not turning on and fan was not working and one screw was missing. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.